Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited delayed remote transmission of true ventricular fibrillation episodes, which were resolved by appropriate shocks. The patient went seen in clinic, and the connectivity was reviewed with a successful transmission. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.